Manufacturer narrative:
A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient's ipg site had a clear drainage; there was an actual pull in the incision and a gap in the patient's skin. The physician confirmed there was no infection but prescribed antibiotic as a barrier. The patient was referred to a wound clinic and was determined that undiagnosed diabetes which explained the symptoms. The patient was reportedly doing well.